Event description:
It was reported that during follow-up, multiple episodes of non-sustained rv oversensing due to noise were observed. Patient was asymptomatic. Lead replacement is planned. The patient was stable during the device interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced due to noise. The patient was in stable condition.